Event description:
The customer reported that the device did not give a shock advisory decision as expected while being used on a pt in the AED mode. The customer stated that device behavior did not negatively affect pt outcome.

Manufacturer narrative:
(B)(4): the customer reported that the device did not give a shock advisory decision as expected while being used on a pt in the AED mode. The customer stated that device behavior did not negatively affect pt outcome. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.